Manufacturer narrative:
Product event summary: a distal portion of the lead was received measuring 11 cm and analyzed. Primary analysis reeialed no anomalies. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage,

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6949-58, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.